Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited battery depletion alert during magnetic resonance imaging (MRI). Boston scientific technical services (ts) discussed possibility could be due to magnet application. This device remains in service. No adverse patient effects were reported.